Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent endovascular treatment of a pseudoaneurysm at the left subclavian artery using gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn). Two viabahn were placed and the procedure was completed without any issue. On (B)(6) 2020, the follow up CT imaging revealed blood clot inside the devices. The medication was changed from dapt(bayaspirin and plavix) to warfarin and aspirin. On (B)(6) 2020, it was observed that the stenosis due to blood clot inside the devices have been progressed. On (B)(6) 2020, reintervention was performed. Two additional stent grafts were placed inside the viabahns, and it was confirmed that no issue on the blood flow on the final angiography imaging. The procedure was completed, and the patient tolerated the procedure.

Manufacturer narrative:
Additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. MDR # 2017233-2020-01478 which has also been previously submitted is referencing the same patient and procedure. A1 patient ID: (B)(6).